Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited increasing high voltage lead impedance measurements. The hv impedance measurements have increase from 50 ohms to greater than 125 ohms.